Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, when the q-fix was inserted into the bone hole and the handle was twisted, only the suture came out from the bone hole, the suture detached from the q-fix. The procedure was resumed, without any delay, using an equivalent sn back-up. The insertion site was cleared of all debris prior to the insertion. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and second suture were not returned. One suture was returned with a frayed break approximately at its midpoint. The insertion tube has abrasions from contact with a sharp instrument. No other visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include excessive force or contact with a sharp grasper/instrument. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case- (B)(4).